Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. It is unknown if the report of the patient having a bicuspid valve had any effect on the valve dislodging. The instructions for use (IFU) does caution the user against implanting into patients with congenital bicuspid valves as this patient was reported to have, specifically; the safety and effectiveness of the medtronic evolut system have not been evaluated in the following patient populations - congenital bicuspid or unicuspid valves. The evolut IFU cautions against the use of snare once the valve has been deployed completely; once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. A variety of factors can influence the onset of stroke, and per the event description, the report of the valve being snared and pulled through the patients aortic arch into the descending aorta most likely played a role in the patient experiencing a stroke condition. In addition, it is a known potential adverse effect per evolutr IFU. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that one day following the procedure the cerebral infarction occurred. The physician attributed the cerebral infarction to the extended procedure time. The patient was discharged with rehabilitation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a bicuspid valve, the valve di slodged during the final release. The valve was snared into the ascending aorta and a second transcatheter bioprosthetic valve was implanted. The first valve was unstable in the ascending aorta and was repeatedly pulled upward with two snares. The snare became stuck and the valve was forcefully pulled to the descending aorta. The valve was attempted to be collected with a 20 (B)(6) sheath in the abdominal region, but was unsuccessful. The snare and first valve were subsequently removed via laparotomy. Upon inspection, the metal tip of the snare sheath had detached, which tightened the snare tip catching the paddle of the valve. The valve was covered with thrombus and intimal tissue. Dissection was noted in the aortic arch and was monitored. The procedure was completed without further issue. Following the procedure, a cerebral infarction occurred. No other adverse patient effects were reported.